Manufacturer narrative:
Additional results from a centaur analyzer and a cobas e411 analyzer were provided for the sample in question. Refer to the attachment to the medwatch.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from the cobas 8000 e 801 module. The sample was submitted for investigation and tested on a cobas 8000 e 801 module and a cobas 8000 e 602 module. Of the data provided, only the results for elecsys tsh assay and elecsys ft3 iii were discrepant. Refer to the attachment to the medwatch for all patient data. This medwatch is for ft3. Refer to the medwatch with patient identifier (B)(6) for the tsh assay. It was not known if any erroneous result was reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
The investigation detected the presence of an interfering factor in the sample. The interfering factor is documented in product labeling. The investigation did not identify a product problem.